Event description:
It was reported that upon torque implant coping cracked. Needed to remove and replace new. Tooth site #5. Per indicated: surgical/medical intervention required for permanent damage: no. Additional appointment required: no. Symptoms as a result of the event: none.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided . G4: k011028, k013227.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) tsvb8, (impl tapered scr-v sbm 3. 7mm 3.5mm 8mm) for evaluation. Visual evaluation was performed, there was bone debris on the implants external threads. The mount wouldn¿t disengage from the implant. DHR review was completed for the subject lot number 1256552. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1256552 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : functional : other¿. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per (B)(4), the most likely root cause determined from the investigation was the torque applied during placement/seating exceeded recommended value. Therefore, based on the available information, a device malfunction did occur. The bundled mount wouldn¿t release from the implant. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.